Event description:
A report was received in 2002 regarding a memorylens which was implanted in 1999 in the pt's eye, which lens has opacified. The dr explanted and replaced the lens in 2002 with no reported complications.